Manufacturer narrative:
Product analysis there was report of guidewire fracture and filter detachment while removing a non-medtronic ivus catheter across a 100% chronically occluded lesion of the saphenous vein graft (svg). The filter was unable to be retrieved and the svg remains in the pre-procedural occluded state. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a spiderfx to treat a fibrous lesion in the mid short saphenous vein (ssv). Degree of tortuosity was none. Degree of calcification was little. Lesion stenosis was cto (chronic total occlusion-100%). A 6fr sheath french was used. 5mm embolic protection was used. The vessel was pre-dilated. The vessel was post-dilated. IFU was followed. It was reported that the filter detached. Physician crossed lesion, placed ivus (intravascular ultrasound) over spider wire, while removing ivus catheter they realized the spider wire broke. Multiple attempts were made to retrieve the filter without success. Physician decided to leave it, due to the graft being occluded. The patient is alive with no complications as a result of spider breaking.